Event description:
Procedure type: lap hernia repair. According to the reporter: metal pin fell out of foam tightener. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).